Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion by cross over technique, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another coyote¿ es balloon catheter. No patient complications were reported and the patient's status was stable.